Event description:
It was stated that the customer has hospitalized for high blood glucose. No blood glucose reading was reported. The customer's father did not have the insulin pump with him during the phone call to perform any troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.